Manufacturer narrative:
Block b3: approximated to april 1, 2025, based on the date the manufacturer became aware of the event. Block e1: initial reporter facility name (sengkang general hospital endoscopy centre) block h2: additional information: block e1 (initial reporter address 1, initial reporter city, initial reporter zip/post code and initial reporter phone) has been updated based on the additional information received on april 25, 2025. Block h6: imdrf device code a150103 captures the reportable event of clip dislodged immediately. Block h11: correction: block e1 (initial reporter email) has been corrected.

Event description:
Note: this report pertains to one of two resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on an unknown date. During the procedure, the clip dislodged immediately from the catheter upon coming out from the scope tip; thus, the clip was unable to open. Another of the same device was opened and the same problem occurred. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The device was not returned.

Event description:
Note: this report pertains to two of two resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used during a polypectomy procedure performed on an unknown date. During the procedure, the clip dislodged immediately from the catheter upon coming out from the scope tip; thus, the clip was unable to open. Another of the same device was opened and the same problem occurred. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated to april 1, 2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of clip dislodged immediately.

Manufacturer narrative:
Block b3: approximated to april 1, 2025, based on the date the manufacturer became aware of the event. Block e1: initial reporter facility name: (B)(6). Block h2: additional information: block e1 (initial reporter address 1, initial reporter city, initial reporter zip/post code and initial reporter phone) has been updated based on the additional information received on april 25, 2025. Block h6: imdrf device code a150103 captures the reportable event of clip dislodged immediately. Block h11: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly. The device had evidence of premature deployment, as the yoke was still attached to the control wire. No other problems with the device were noted. The reported event of clip dislodged immediately was confirmed. Investigation found that the yoke was returned attached to the control wire. This is likely due to operational factors during the procedure, such as trying to open the clip once it was already activated, the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. However, the device was returned without the clip assembly, and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. Block h11: correction: block b5 (describe event or problem) has been corrected.

Event description:
Note: this report pertains to one of two resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on an unknown date. During the procedure, the clip dislodged immediately from the catheter upon coming out from the scope tip; thus, the clip was unable to open. Another of the same device was opened and the same problem occurred. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.